Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a failed battery test. Customer's blood glucose was 135 mg/dl. The customer was advised to insert new aaa alkaline battery on insulin pump. Customer stated that received failed battery test. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. The troubleshooting was performed for off no power, battery out limit and low battery, customer was advised to monitor and we would ship a replacement for battery cap.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. No unexpected battery out limit alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.